Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the ER after experiencing multiple episodes of dizziness and loss of consciousness. Emergency staff stated patients heart rate had dropped. Upon interrogation of the device, noise and intermittent loss of capture were noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2018. Patient was stable post procedure.